Event description:
It was reported that during a colon procedure, instrument did cut but did not staple. A second resection was done with a new instrument, no further information is available. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.